Event description:
A female patient reported she experienced eye redness, a burning sensation and an eye infection following the use of complete blink-n-clean with her fresh look contact lenses. The patient was concomitantly using complete moistureplus; this issue filed. She indicated that the eye redness began about 3 weeks ago. She got something in her eye (while outside and her son was cutting the lawn) while wearing her lenses. She flushed her eye with water and used visine. The redness increased, and it began to burn, so she went to an emergency room. She was told she had a "cut" on her left eye and was prescribed quixin to use four times a day. After a few days her eye was feeling better. On the following month, she was seen for a recheck and was told that the cut was 95% healed and it was ok to resume lens wear. When she did her eyes began to burn again and became red. At some point during the event, the reporter also used complete blink-n-clean. Additional information was requested but not received.

Manufacturer narrative:
Batch record review, chemistry and microbiological testing are in process. Results pending. The root cause has not been established.